Manufacturer narrative:
(B)(4). Quantity of 114 devices found during incoming inspection. The device history review for the product visistat 35w 6/box lot# 73j2100447 investigation did not show issues related to complaint.

Event description:
(B)(6) 2022, the package was found broken during inspection.

Manufacturer narrative:
Qn#(B)(4). The customer returned (B)(4) units ((B)(4) boxes) of 528235 visistat 35w 6/box for investigation. The individual returned units were unopened samples in original packaging. The packaging of each unit was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. These defects included holes near the tip of the devices where the staples are ejected, as well as marks near the tip with no clear hole that passes through the tray. The sterile barriers of the returned samples are compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73j2100447 was manufactured on 09/14/2021 a total of (B)(4) pieces. Lot was released on 09/27/2021. DHR investigation did not show issues related to complaint. The sterile barriers of the returned samples are compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned samples revealed that the packaging is damaged to the point of compromised sterile barriers. The sterile barriers of all (B)(4) returned samples were observed to be defective. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
On 10 mar 2022 ,the package was found broken during inspection.